Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 50 mg/dl at the time of the call on (B)(6) 2017. The customer current blood glucose was 191 mg/dl. The customer was assisted with troubleshooting and customer had experienced low blood glucose. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device the product was not returned for analysis.